Event description:
Patient placed on ecls support (B)(6) 2018. Immediately after support initiated blood began foaming from the gas port of the oxygenator. Apparently due to ruptured fibers.

Manufacturer narrative:
Evaluation of the device indented a manufacturing defect. An internal corrective action has been initiated to identify the root cause and prevent recurrence.

Event description:
Patient placed on support (B)(6) 2018. Immediately after support initiated blood began foaming from the gas port of the oxygenator. The oxygenator was changed out for second, new oxygenator and support continued.